Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (b)(6) 2026, it was reported that the patient¿s wearable failed and at an unspecified time later, the patient started to experience a headache. It was also stated that at some point on the same day, the patient was walking into an alley when he had a seizure / loss of consciousness, lost his balance, fell and broke his nose. The patient was brought to the Emergency room (ER) by ambulance. No BG meter readings were reported but the patient was treated with IV insulin. The patient was discharged on (b)(6) 2026. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of loss of consciousness.